Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrythmia with chest pain and small run of ventricular tachycardia (10 beats) during the implant of a right ventricular-his (rv-his) lead. The physician turned off the device and restarted the temporary pacer. The patient's symptoms were resolved. The rv-his lead was explanted and replaced with a standard rv septal placement lead. No further patient complications have been reported as a result of this event.